Event description:
It was reported that a patient had change in therapy effect. The patient was ¿not getting as good a therapy¿ so they revised the catheter on 2015 (B)(6) and found that there was a fracture and the ¿catheter had come out.¿ this was noted to be the second catheter revision in recent history. The patient was still not feeling very well so on 2015 (B)(6), the patient saw the healthcare professional (hcp) and they flushed the catheter because, the patient was still in a lot of pain. The patient ¿felt great¿ until 2015 (B)(6) when ¿all of the patient¿s pain came back.¿ the patient inquired about her 8709sc catheter; if there had been any recalls or increase in complaints. The patient also asked about catheter longevity. The patient expressed frustration and considered explanting the system ¿because, she has experienced more surgeries and pain so rapidly recently versus the previous four years since she had the system implanted and it was working so great for her.¿ the patient noted that usually ¿things occurred very gradually and slowly but not now with all her recent issues.¿ the pump was used to infuse clonidine and morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the cause of the catheter fracture at the proximal pump segment and pump catheter connection was unknown. No catheter segments were left in the intrathecal space. The patient was in the hcp office on the date of this report and was healing well. The pump therapy was effective. The manufacturer's representative noted that the clonidine dose was 100 mcg/ml; the patient's oral medications and allergies were unknown.